Manufacturer narrative:
Device evaluated by MFR: visual findings of the returned product observed it was in two pieces as the white webbing has separated at the midway point. It appears that the webbing has been cut with a sharp object as both ends of the webbing do not have evidence of tensile strength failure. This sku has been decommissioned by tidi, and the last production was on december 20, 2021. For this reason, sample evaluation from inventory cannot be done as all 6524l products have been distributed to the field. Since there is no 6524l product sample available in inventory, the actual product received from the customer was tested for tensile strength using a pull tester in an effort to replicate the reported issue. The pull test result reveals that the webbing material met the manufacturing specification as both pieces reached to 382 and 409 lbs. Of pull force. Per document (B)(4), the minimum strength requirement of this webbing used for this sku was 300 lbs. Of pull force. The possible root cause of this deficiency is that the end user did not have time to undo the webbing of the gait belt and it was cut with a sharp object such as scissors. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use warn the user to always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Never use soiled or damaged products. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is reporting a complaint for the 6524l gait belt. Customer states that their cotton gait belt experienced a failure while in use. They had a near fall. The gait belt ripped in half at the midway point during normal operation.